Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 300 mg/dl when paramedics arrived. Customer reported that her infusion set cannula was bent. Customer stated that she had nausea and her mouth was swollen and dry prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.